Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into an existing non-medtronic surgical aortic valve (sav), a mean gradient of 46 mm hg was noted. Immediately following valve implant, upon transesophageal echocardiogram evaluation, a residual gradient of 29 mm hg was observed. A post-implant balloon aortic valvuloplasty was performed with a 22mm non-medtronic balloon. During the dilatation, two inflations were performed and the valve dislodged out of the intended implant position within the sav frame. A second transcatheter bioprosthetic valve and delivery catheter system (dcs) were opened and prepped. The valve was subsequently inserted through the first valve and successfully deployed in the appropriate position across the sav. Following the second valve implant, the gradient reduced to 8 mm hg. No additional adverse patient effects were reported.